Event description:
It was reported that for the pacer dependent patient, increased pacing lead impedance and increased capture threshold were observed. The sense/pace portion of the lead was capped and replaced. It was noted that during the procedure, the capped lead punctured the patients lung.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.